Event description:
It was reported that a screw came loose out of the handpiece while in spd. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the service tech observed that the back nut was loose. Based on the investigation details, the reported event can be confirmed. This failure can occur if the back nut unthreads from the motor assembly. If this were to occur then it would be possible for the motor assembly to separate from the handle. The back nut may unthread from the motor due to the autoclaving cycles braking down the loctite bonds between the back nut and the back plate.